Event description:
The customer's mother reported via phone call that the insulin pump had a small crack on the bottom left corner of the screen going out towards the reservoir compartment. The insulin pump's screen was once frozen. Customer's blood glucose level was 54 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the device was unable to prime during prime test due to faulty force sensor resistor. The device had intermittent buttons responds due to corroded keypad traces. No frozen screen was noted. The device had cracked case at display window corners and minor scratches on the lcd window.